Event description:
I am reporting a suspected insulin delivery reliability malfunction involving my tandem mobi insulin pump with control-iq+. I have type 1 diabetes and rely on this pump for insulin delivery. I have experienced ongoing occlusion / delivery reliability concerns. The issue appears to occur after approximately the first 60 units, where the pump motor or delivery mechanism does not seem to continue reliably. As a result, I have experienced repeated glucose readings in the 290s to 300s and have had to manually inject insulin with syringes because I could not reliably depend on the pump. Tandem replaced my pump around (B)(6) 2025 due to occlusion issues. The original warranty expired march 1, 2026. I contacted tandem on (B)(6) 2026 regarding ongoing occlusion / delivery problems. Tandem denied replacement because it states the pump was out of warranty and that troubleshooting was not completed before warranty expiration. Tandem also confirmed in writing on (B)(6) 2026 that it would not provide a loaner device unless I started the process of ordering a new pump. My concern is that this involves a medical device used for type 1 diabetes insulin delivery and that the temporary safety option offered by tandem was conditioned on beginning a new-pump ordering process. Device: tandem mobi insulin pump with control-iq+ manufacturer: tandem diabetes care, inc. Pump serial number: (B)(6) tandem case #: (B)(4). Tandem crm: (B)(4). Reported glucose impact: recurrent readings in the 290s to 300s corrective action taken: manual syringe insulin injections issue appeared to begin before warranty expiration, possibly during or before march 2026, but I first reported the pump/occlusion problem to tandem on (B)(6) 2026 after troubleshooting infusion sets, cartridges, sites, and possible user/absorption issues.